Event description:
It was reported that two stems were opened and both had defective packaging. The implants were unsterile and unable to be used. There was no known impact or consequences to the patient. It was reported that no further information is available.

Manufacturer narrative:
(B)(4) the product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6; h10. Visual evaluation of the returned product/provided photos identified damage to the sterile packaging (pouch). Sterility has been compromised. Additional evaluation of the returned device found staining on the distal end of the stem that is visually consistent with surgical bio-debris. As the staining was not initially reported, no further investigation was performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. The root cause of the reported event can be attributed to transit damage and a packaging design issue. The reported event has been confirmed by evaluation of the returned product and provided photos. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.